Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring and not closing as they should. There was no patient consequence. Case was completed with another device of the same product code.